Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawers and cubies not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access from another nearby medication that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawers 4.1 and 4.2 all rows and pockets were not detected on the bus. The field service engineer found that all light emitting diodes were illuminated for the door module of drawers 4.1 and 4.2. Further, the engineer reset all the cables, rebooted the system, and tested the functionality using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.